Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's proximal left anterior descending artery. Upon an attempt to inflate the balloon, it was observed that the distal portion of the balloon catheter inflated however the proximal portion did not inflate. The balloon catheter was successfully withdrawn from the pt without complication. In an attempt to retrieve the partially deployed stent, two add'l guidewires were inserted. Subsequently, after repeated manipulations of the guidewires, one of the guidewires fragmented and embolized within the coronary circulation. The pt was sent for emergent coronary artery bypass graft surgery to explant the partially deployed stent and to retrieve the embolized guidewire fragment. The surgery was successful and there were no clinical sequelae reported relative to this event.